Event description:
Technician alleged that the brake casters turn in the brake position. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.